Event description:
During troubleshooting a check heater line alarm that appeared on the homechoice (hc) unit display, during use, while the patient was connected, in fill, the home patient (hp) stated they restarted the prime with the same setup and the patient line closed off. The technical service representative (tsr) advised the hp to restart with all new supplies. There was patient involvement and there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a report of a use error - reuse of single-use product issue was confirmed; however, no root cause could be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.